Event description:
On 11/2/98, pt seen in clinic for blood draw, received a saline flush through a central line (PICC). On 11/3/98, pt admitted to hosp for signs and symptoms of sepsis: fever/neutropenia/chills. Cultures from 11/3 positive identification of enterobacter cloacae. On 11/4, central line removed. In 11/98, pt discharged from the hosp. Mild temp of 100.1 degrees f with episodes of emesis following a feed today, prior to admission. Fever and chills on day of admission, fever and chills immediately following PICC heparin flush by md. Report fever up to 102 degrees f with significant chills and emesis times two following feeds. Pt c/o decrease in activity and fatigue; no change in mental status, no coughing, no upper respiratory infection, no diarrhea, no ill contacts. Admitted for fever/nausea. Started on tobramycin and ceftaz times 10 days. On 11/10, discharged after dual lumen hickman line placement. Result - 4 day delay in bone marrow transplant.